Event description:
It was reported in a "society of thoracic surgeons" article dated 11-05-2012 that from january 2004 to december 2011, 557 patients underwent vats anatomic lung resection for primary non-small cel lung cancer. Energy devices used were harmonic scalpel, ligasure or enseal. The articles "code" harmonic ultrasonic coagulating shears as "ucs". The article mentions "a critical complication of bleeding was defined as an event that resulted in an additional thoracotomy, hemostatic procedure, or blood transfusion." "The most commonly used deices during vessel injury were ucs in 9 cases." An aortic perforation injury was caused by usc during mediastinal dissection of a left lung cancer. This aortic injury by usc was only a thermal injury causec by tge tiop of the ucs....the other 8 cases by ucs were injuries on disoriened or misrecognized vessels during tissue dissection." No additional information is available and multiple attempts have been made to speak with the surgeon without success.

Manufacturer narrative:
(B)(4). Device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.